Manufacturer narrative:
In follow-up with the customer reported that she has one breast that continues to get mastitis. She also stated that she used to have pain and blistering but that seemed to go away. She has not consulted with a doctor or lactation specialist but she thinks she needs a larger size breastshield on the one side. She says that she has had mastitis several times but she was able to manage the infection and it would go away, but then come back. A medela clinician spoke with the customer and she indicated that she self-treated this twice with warm packs. After frequent pumping and nursing, and with a third occurrence, was treated with antibiotics by her physician. She is now fully recovered. Problems began in hospital with baby causing a cut on one nipple which is flat and difficult to latch. Subsequently, when pumping, the cut reopened each time and would not heal. She has seen lc who advised medical treatment and is helping her and the correct sizes of breast shields to accommodate two different size nipples. Advised lubricating nipple tunnel to prevent friction and blistering. This issue is resolved without ongoing adverse effect. "Mastitis is usually a benign, self-limiting infection with few consequences for the sucking infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation". It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. We will monitor complaints for similar issues.

Event description:
The customer reported to customer service that when she pumped, seemed to have discomfort and soreness when pumping. She also reported that one breast continues to get mastitis and that she used to have blisters that seemed to go away.